Manufacturer narrative:
The previous follow-up report was inadvertently filled out incorrectly and the following has been corrected on this report: the allegations of death due to tongue cancer will be filed as an adverse event with outcomes attributed to ae as death, which has been corrected in section b1 and b2. At this time, no further investigation can be performed. If any additional information is received at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's daughter has alleged the patient had tongue cancer and passed away. There was no medical intervention required by the patient. The reported event of death due to cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The previous report was inadvertently filled out incorrectly and the following has been corrected on this report: the allegations of death due to tongue cancer will be filed as an adverse event with outcomes attributed to ae as death, which has been corrected in section b1 and b2. The type of reported complaint has also been corrected to death in section h1. Section h6, health impact code was corrected to death. Section h6, evaluation results and conclusion code have been corrected in this report. The patient's daughter has refused to return the device. At this time, no further investigation can be performed. If any additional information is received at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's daughter has alleged the patient had tongue cancer and passed away. There was no medical intervention required by the patient. The reported event of death due to cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.